Event description:
Concern pertains to an ethicon ets - flex stapler. Anastomotic leak with peritonitis developed in post-operative period. Pt was returned to operating room on (B)(6) 2004. Staples along approx 1/3 of bowel anastomosis had separated.